Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels reached 380 mg/dl while wearing the pod between 24 and 36 hours. Symptoms reported include hyperglycemia and a headache, body aches and breathing difficulty. The patient reports after breakfast they had given a correction dose of insulin and had taken a nap. The patient reports waking up to their blood glucose level of 380 mg/dl. Once at the hospital the patient had lab work performed. The patient was treated with intravenous fluids as well as an insulin drip, zofran, benadryl, toradol and ritalin. The patient could only consume clear liquids. The patient was discharged from the hospital after 4 days.